Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device turned off while connected to a patient. No patient injury was reported.

Manufacturer narrative:
The affected device was tested by dräger service and the log file of the affected device was provided for the initial evaluation. The analysis of the log file revealed that the device posted the alarm messages "device failure 1", "device failure 2", "device failure 11" and "device failure 14" during the event. Testing of the device found a blown fuse. The affected hardware was replaced and provided for further analysis. The analysis of the provided hardware revealed a short circuit of the pba pi main ecd. As a consequence, the fuse f5 placed on the pba pi power iii was blown. The fuse f5 protect among others the power supply of the screen. As a result of the blown fuse the screen failed and became dark. Additionally, as the essential operating voltages could not be provided, several device failure alarms were generated by the device. The affected pba pi power iii and pba pi main ecd were replaced to resolve the issue. Based on the investigation results the ventilation was not affected and continued as set while the display was dark. The device reacted like specified and posted accompanying alarm message as a result of a detected deviation. Safety relevant parameters as fio2, minute volume, or airway pressure as well as an indicator for the ongoing ventilation are displayed in the supplemental yellow/green oled-display located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned off while connected to a patient. No patient injury was reported.